Event description:
From october through november 20, my son who is a type 1 diabetic went through 6 consecutive dexcom 6 sensors that failed as soon as he inserted them. After each failed sensor he called dexcom and they merely told him to try another and that there had been a "bad batch." He was not told for six weeks until the last call that he should just go through one sensor after another until one finally worked - and not wait after each failure to receive a replacement. So for 6 weeks he was without a cgm and had to resort to finger pricking. FDA safety report ID# (B)(4).